Event description:
Boston scientific received information that this patient was transferred to the hospital as no shock was delivered for ventricular fibrillation (vf). The patient was converted to normal sinus rhythm by external defibrillation. The device check revealed undersensing of the vf. The sensitivity was reprogrammed from 1.0mv to 0.4mv. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.